Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter failed a control solution test high. The reporter indicated that the alleged meter issue started on the day before, at 9:00 pm. It was reported that the pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. Ant an unspecified time after the alleged meter issue began, the pt developed "high blood sugar symptoms." It is not known what specific symptoms the pt had. The pt denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what specific symptoms he had, what date/time the symptoms developed, and what actions the pt took in response to the meter issue. In addition, it would have been helpful to know what actions the pt took before, during, and after the symptoms developed, what his last blood glucose reading was before the issue began, and if the pt event tested his blood glucose after the issue started. The reported meter issue was not resolved with troubleshooting. The pt had initially been using an incorrect control solution. While speaking to the one touch customer advocate (otca), the pt performed a control test with correct control solution that failed. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt developed unspecified "high blood sugar symptoms" after the alleged meter issue began. It is not clear as to what actions the pt took after the meter issue began and before he developed the symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solutions do not pass inspection, lifescan will inform FDA of the results in a supplemental report.